Manufacturer narrative:
It was reported that the surgeon had some issues with mismatched experiences between the trial implants and the actual implants. The trial went well, but only after significant soft-tissue release were the poly inserts able to be inserted.

Event description:
It was reported that the surgeon had some issues with mismatched experiences between the trial implants and the actual implants. The trial went well, but only after significant soft-tissue release were the poly inserts able to be inserted.